Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name \[micra]" product ID \[mc2avr1-delsys]" (serial:.(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) delivery system device cup was not completely retracted and the recapture cone was not exposed, even though the catheter was sufficiently pulled, the docking between the ipg body and the recapture cone did not disengage, and the ipg body was pulled together with it, making implantation impossible. The ipg was attempted/not used and a new leadless ipg system was implanted. Later, on the same day as implantation, due to a drop in blood pressure, echocardiography confirmed cardiac tamponade. Blood was drained by pericardial drainage and blood pressure stabilized. The physician assessed that it was possible that there was contact with the inferior wall during lower septal placement. The leadless ipg was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.